Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized due to hypoglycemia. The customer's blood glucose reading was 194 mg/dl at the time of the report. The customer's dr advised that the basal rates be lowered because the customer was getting too much insulin in the morning. Nothing further was reported.